Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2015 with the following findings: a visual inspection of the pump revealed that the pump battery compartment was cracked evaluation also found that the display was dim, fading and discolored. There was contamination found under all of the keypad button contacts. Unrelated to these issues, the keypad was found to be peeling off the pump. All of the keypad buttons respond intermittently. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all of the keypad buttons and the battery compartment was cracked. Evaluation also revealed that the display was dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/06/2015.